Event description:
Patient developed "osteolysis" approximately 4 months post op. The osteolysis had begun from the front portion of vertebra bodies, not from position of cages." A revision surgery was performed approximately 5 1/2 months post op to remove the device.